Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user was unable to prime or fill tubing on the ilet using a prefilled pumpcart, observed no insulin dispensing despite multiple attempts, and noted insulin leakage at the cartridge connection, with glucose reportedly rising from approximately 126 mg/dl to about 500 mg/dl and a high glucose alert on the pump; after which switching to a new cartridge, new vial, and an alternate steel 6 mm infusion set enabled successful priming and insertion. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed leakage associated with a seal issue and a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.